Event description:
The facility's biomed reported an infusion pump with an 810:04 failure code. The biomed stated that there have been no reports of any patient incident involving the pump since the last baxter service event.